Event description:
Device evaluation: (B)(4) reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint. Device evaluation was completed on 09/12/2014. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. There was no indication that the product caused or contributed to an adverse event.